Manufacturer narrative:
Technical evaluation: the unit was returned unused. The power on the pump makes a constant hum not consistent with normal pump sounds. When the filter inlet was blocked, the gauge only went down to -13inhg. Specification requires this to be -25inhg. The vacuum regulator knob was adjusted for full occlusion and was able to reach -23inhg as reported by the unit gauge. After removing the inlet block and turning off the pump, the gauge was observed at -4.5inhg. The gauge needle returned to 0 only after repeated tapping on the gauge by the investigator. Conclusion: the incident is confirmed as it was reported. The gauge is faulty and needs to be replaced. The MDR is being filed as part of the remediation action taken as per penumbra feb 2010 update to the FDA warning letter dated dec 31, 2009.

Event description:
The pump does not go back to "0" after it is turned off.